Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-24401. It was reported the patient is complaining her scs system's stimulation is not in her established pain pattern. Instead, the patient only feels stimulation in her ribs. The patient stated she begin losing stimulation approximately two weeks after her scs leads were replaced. The patient has been referred to a neurosurgeon. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.